Event description:
After using the orthofix cervical-stim, as directed by the neurosurgeon, 6 months later MRI revealed uncovertebral joint hypertrophy with foramina stenosis, paracentral osteophytic spur indenting the cord and foramina stenosis, other spondylotic changes. The surgery took place on (B)(6) 2015: procedure anterior cervical partial corpectomy, discectomy, foraminotomy and arthrodesis c4-c7.